Event description:
A few years ago I decided after speaking with my ob/gyn to elect to have the essure procedure. The surgery did not go well and was not successful on the right side. My fallopian tube spasm on the right side but essure was successful on the left side. Another surgery date was schedule to insert essure on the right fallopian tube again, it was not successful due to spasm. My ob/gyn stated that I was at risk of getting pregnant and to try another method which is not permanent but lasts up to five years and has low dosage of hormones. So for the last 6 years I've used both devices simultaneously. My left side always has pain and I can feel the device on my left side which has often caused me numbness in my legs and hands, back aches, headaches, bloating and spotting. Using these devices together could not be safe. I feel like I'm sick all the time. I've become irritable and nauseous. My fingers tingle as well as my toes tingle. I just want to be healthy.